Manufacturer narrative:
On (B)(6)2020, mentor received additional information regarding the suspected medical device. This report was previously reported as the right side. However, additional information indicated that it is not clear if the device was implanted as right or left. This report is for one of the two affected devices. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two unspecified mentor saline breast implants and experienced postoperative bilateral deflation. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate plus profile prostheses (catalog #: 3502425, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the right-sided prosthesis.